Event description:
It was reported patient underwent an osteotomy on (B)(6) 2013. During the procedure, the guide wire for the barouke screw fractured inside the patient. The fractured piece remains in the patient. The procedure was completed with an alternative guidewire.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Manufacture date - unknown.